Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized after emergency room visit due to high blood glucose on (B)(6) 2017 with blood glucose of 40 mg/dl. Patient's current blood glucose value: 89 mg/dl. The customer experienced symptoms such as confusion and sweating. Customer was not calling back to perform an high pressure test. The customer was treated with manual injection. The customer was wearing the insulin pump during the hospitalization. The device is expected to be returned for analysis.